Manufacturer narrative:
Sample was not received for eval and a lot number was not provided; therefore, a review of the device history record could not be performed. The product is designed to absorb fluid by dispersing fluid across the super absorbent polymer. This allows the product to absorb the liquid fast and has a small re-wet after absorption. Based upon the limited information and lack of samples we are unable to determine the root cause for the issue reported. This appears to be an isolated incident.

Event description:
Reportable stage ii coccyx area increase amount of incontinence dermatitis. Additional treatment was needed for pt. The pads are too thick, not wicking and do not allow proper air flow from the low air loss beds.